Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient needed MRI of their foot but their implantable neurostimulator (ins) was not working and had not worked in over three years prior to the report. It was noted that the last time the ins was charged was over three years prior. The MRI tech wanted to know how the patient could have MRI of foot. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.